Event description:
The customer reported having low blood glucose of 10 mg/dl, and the fire department was called at her house. The customer stated that she is working with her doctor to set her basal rates, and troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.